Manufacturer narrative:
Unit passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had crack starts where the clip was and goes down and goes on the side where the battery and also had hardware low level failure alarm. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.